Event description:
Customer reported device = 117 mg/dl at 8 am. Shortly afterwards, customer fainted. Emergency medical technicians (emt's) were called. Emt device = 90 mg/dl at 9:30 am. Emt's treated customer with juice and monitored glucose levels for one hour. No controls used. A request was made for return product and replacement was sent.